Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (damaged battery connector) has been confirmed. As received, the monitor was found to have bent pins within the battery connector. The cause of the bent pins was not positively identified but likely resulted from the psr forcibly extracting the stuck battery pack. The root cause of why the battery was stuck in the monitor cannot be positively identified. No adverse event resulted from the bent connector pins. The pt received a replacement monitor.

Event description:
The pt services representative (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support to report that she was finishing up the pt fitting, and the battery got stuck in the monitor. When she was able to pry it from the monitor, it came out with a back piece of plastic. The pt was provided with a replacement monitor.